Manufacturer narrative:
Philips service replaced the rotor controller and anode drive unit, and tested the system, returning it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that an anode rotation error caused low dose fluoro on an allura xper fd20 or table. The clinical use of the system was in use. There was no reported patient or user harm.